Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjohuntleigh was notified by (B)(6)in poland about the complaint involving enterprise 5000x bed. On 2017-oct-30 while arjohuntleigh technician was in the facility in order to inspect other arjohunltiegh device, the nurse called him to inspect enterprise 5000x bed as the handset used with that device did not work correctly. During device inspection arjohuntleigh technician noticed that the head section of the bed could not be raised using patient's handset. It was recommended by arjohuntleigh representative not to use the bed until handset replacement. As per nurse there was a notification placed on the bed indicating not to use the device, nevertheless someone remove the note from the bed and in consequence the device was brought back to use. On 2017-nov-29 the customer informed arjohuntleigh that bed's raising functions did not work at all and additionally the uncommanded backrest movement was experienced by the patient during a night. The resident did not sustain any injuries resulting from the issue reported. After malfunction occurrence arjohuntleigh technician inspected the bed once again confirming that both backrest and leg section of the bed could not be raised with use of patient's handset (not the whole bed's platform as was stated by customer). He did not manage to recreate the uncommanded bed movement while performing device evaluation. It needs to be emphasized that all manufactured enterprise 5000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The bed in question was not under arjohuntleigh service contract therefore we are not in a position to determine if adequate preventative maintenance was performed in accordance with our recommendations. To ensure the safety of our products the instruction for use provided together with the involved device (746-577_UK_1 dated on jun 2012) includes the following information and warnings: warning: "this product is subject to wear and tear during use. To ensure that it continues to perform within its original specification, preventive maintenance should be carried out at the intervals shown", warning: "(...) Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and carer. Preventive maintenance can help to prevent accidents", information: actions to be done by carer weekly: "check patient handset and cable", "if the result of any of these tests in unsatisfactory, contact arjohuntleigh or an approved service agent". Information: actions to be done by qualified personnel once a year: "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" Taking into account all above we conclude that the reason why the uncommanded bed movement occurred was faulty handset being left in use against technician's recommendation and product IFU warnings. Although there were no injuries reported, the complaint was decided to be reportable due to uncommanded bed movement occurrence. The device was being used for patient care at the time of the malfunction. Upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determin that faulty handset was being left in use although handset deficiency was claimed by the customer facility 30 days prior the unintended movement occurred and although the bed was not removed from use, as was recommended by arjohuntleigh. At the time malfunction occurred the enterprise 5000x was not working up to manufacturer's specification.

Event description:
On (B)(6) 2017 arjohuntleigh was notified by (B)(6) in (B)(6) about the complaint involving enterprise 5000x bed. Following the information reported the uncommanded backrest movement was experienced by patient while using the bed. There was no injury sustained.